Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed hardware low level failures due to open traces. Unit received with cracked retainer, cracked case corner of belt clip rails. And pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.